Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the obturator/trocar broke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the inguinal hernia procedure, the obturator/trocar broke. The physician complained of difficulty penetrating tough tissue due to the plastic shaft. No patient adverse events reported. Patient is fine.